Event description:
Aseptic technique presentation issue; after using the 'peel here' corner pull, the paper peel cover did not peel smoothly off the plastic bowl. The paper peeled off in layers. This prevented an aseptic presentation of the product. Occurred x 2, same product w/ same lot #.